Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer worked out while wearing the insulin pump in her sports bra. Her blood glucose level was 128 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip.